Manufacturer narrative:
Investigation included customer-service troubleshooting, review of device history, and functional checks including tubing inspection and a dry run. Investigation of this case revealed no visible bubbles or kinks in the tubing and no reproducible device malfunction after the full supply change, indicating resolution following replacement of infusion set and related supplies. It was concluded that the event was consistent with an insulin delivery occlusion that resolved after a complete supply change, with no evidence of ongoing device malfunction.

Event description:
It was reported that an ilet user experienced a restart 38 alert and a prior insulin occlusion alert that persisted until the supplies were changed; the user was on a steel contact detach infusion set with 23-inch tubing and had the set in place since midday, and after a successful dry run the team replaced all supplies and resumed delivery without further issues. Symptoms included hyperglycemia. Outcomes included transient impact to glucose control without hospitalization.